Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose and a no delivery alarm. He said that he had a blood glucose of 271 mg/dl at 9:30 pm the night prior and 490 mg/dl this morning. He said that after he received 1 unit, he got a no delivery alarm. He also had a blood glucose of 445 mg/dl, 400 mg/dl, 326 mg/dl, 248 mg/dl and 199 mg/dl. During high blood glucose troubleshooting, the customer said that their blood glucose was 326 mg/dl at the time of the event and that their current blood glucose was 400 mg/dl. The customer treated their high blood glucose with their pump. He said that his drive support cap appeared normal. He said that his doctor recently changed his settings because of his high blood glucose. The customer was assisted with performing the high-pressure test and the test passed. He was advised to change the entire set, reservoir and insulin and treat per his doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.